Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that severe anterior vaulting of the crystalens was observed. The vaulting was described as the entire anterior capsulotomy is behind the optic without vitreous prolapse after a yag laser posterior capsulotomy (ylpc) and a -1.75 myopic shift. This suggest the haptics are not in the capsular bag. The reason for yag procedure was not provided. Additional info has been requested, but no additional info has been received by bausch + lomb to date.